Manufacturer narrative:
Product complaint # (B)(4). The device was discarded; therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported from a personal interaction, the complaint involves a patient who underwent thrombectomy for a lesion on the internal carotid artery (ica). Per event description, it was described that the embotrap (et309537/22a134av) was deployed and removed, however ¿spasm occurred¿. A continuous flush was performed. It is unknown if other concomitant device/s were used during the procedure. No other information provided.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, d1, d4, e1, e2, e3, g3, g6, h2 and h10. Section b5: additional information was received on 12-sep-2022. The treating physician commented that ¿the spasm occurred in the embotrap iii retraction position. The deployment position may have been poor. Other reasons are unknown.¿ the spasm was reported to be transient and stopped in about 20 minutes. No medical intervention such as drug administration was provided. No prolongation of hospitalization occurred due to the event. Patient prognosis was claimed to be stable since the patient has recovered from the spasm, with all the thrombus removed. Additional information was received on (B)(6) 2022. Vasospasm was further described to have occurred after the thrombus retrieval. No device performance issue related to the event was reported. After the vasospasm event, no stroke or thrombotic event occurred, and the patient¿s neurological status is noted to be ¿good¿. Additional information was received on 26-sep-2022. It was reported that only one pass had been made to retrieve the clot when the vasospasm occurred. No other information was provided. Additional and corrected information were received on (B)(6) 2022. No patient injury occurred because of the vasospasm. No additional treatment will be provided. For the internal carotid artery occlusion, the embotrap iii was deployed from the m2 segment of the middle cerebral artery and then removed. After which, spasm occurred in a blood vessel which pulled the embotrap iii device. It is now being reported that the spasm subsided after 40 minutes. It is unclear as to the reason the spasm occurred. The product/lot number for the embotrap iii was corrected to be et309645/22c254av. Section e1. Initial reporter phone: (B)(6). Complaint conclusion: as reported from a personal interaction, the complaint involves a patient who underwent thrombectomy for a lesion on the internal carotid artery (ica). Per event description, it was described that the embotrap iii (et309645/22c254av) was deployed and removed, however ¿spasm occurred¿. A continuous flush was performed. It is unknown if other concomitant device/s were used during the procedure. Additional information received indicated that the treating physician commented that ¿the spasm occurred in the embotrap iii retraction position. The deployment position may have been poor. Other reasons are unknown.¿ the spasm was reported to be transient and stopped in about 20 minutes. No medical intervention such as drug administration was provided. No prolongation of hospitalization occurred due to the event. Patient prognosis was claimed to be stable since the patient has recovered from the spasm, with all the thrombus removed. Vasospasm was further described to have occurred after the thrombus retrieval. No device performance issue related to the event was reported. After the vasospasm event, no stroke or thrombotic event occurred, and the patient¿s neurological status is noted to be ¿good¿. It was reported that only one pass had been made to retrieve the clot when the vasospasm occurred. No other information was provided. No patient injury occurred because of the vasospasm. No additional treatment will be provided. For the internal carotid artery occlusion, the embotrap iii was deployed from the m2 segment of the middle cerebral artery and then removed. After which, spasm occurred in a blood vessel which pulled the embotrap iii device. It is now being reported that the spasm subsided after 40 minutes. It is unclear as to the reason the spasm occurred. The device was discarded; therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. Vasospasm is a known potential complication associated with the use of the embotrap revascularization device and is listed in the instructions for use (IFU) as such. There was no malfunction or performance issue reported for the embotrap iii during the procedure. Vasospasm may be due to vessel irritation during the procedure. Given the timing of the vasospasm with the removal of the embotrap iii, the relationship of the embotrap revascularization device to the reported event cannot be excluded. The event will be conservatively reported to the FDA with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.